Event description:
It was reported that the insulin pump delivered a bolus without being prompted. The customer stated that while he was sleeping, his insulin pump delivered a maximum bolus which was discovered by his wife when the sensor alarms went off. The customer has had one previous incident of hypoglycemia from last year. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The trace history file showed 24.9 unit bolus that was programmed and delivered on (B)(6) 2011 at 2:13 am. However, the event history file was overwritten so we could not verify the unexpected bolus. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered completely and recorded properly in the bolus history screen. No bolus history anomaly was noted.